Event description:
The customer reported not receiving replacement sensors for their freestyle navigator continuous monitoring system and as a result experienced seizures in late 2008. The paramedics were called and checked the customer's blood glucose level, pulse and blood pressure. The paramedics treated the customer with glucose tablets, and did not transport the customer to a health care facility. In addition, the customer ate food and drank juice. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. Investigation of the product is not required since this involves a delivery issue. Note: label copy instructs customers that the navigator continuous monitoring system results are not intended to replace traditional blood glucose results. Any adjustments to diabetes management must be based on blood glucose results only.